Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to inspiration block o2 safety valve leak. Technical support initiated under warranty replacement of the defective component. After the unit re-calibration test, customer confirmed that the unit works properly.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation however, the log file shows that, on (B)(6) 2020, both error occurred with o2 safety valve leak at 23.03 lpm. After the initial unit requested log file update, it has been verified that the unit is working properly. Investigation still ongoing.

Event description:
The customer reported no o2 dosing possible active alarm then followed by inspiration valve or device leaky alarm during quick check, before performing the annual maintenance on a bellavista 1000. Furthermore, there was no patient reported associated with the event.